Manufacturer narrative:
A philips remote service engineer (rse) verified that the speaker would not produce sound, and determined that the speaker needed to be replaced. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker. The reported problem was confirmed. The customer was provided a replacement speaker to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. Box e: reporting address line 1: lot 83c, no. 35, (B)(6) commune reporting address state: 56 reporting institution phone #: (B)(6). Reporter phone #: +(B)(6).

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on an efficia cm12 device indicating that the error "audio failed" appeared after turning the machine on; there was no sound from the speaker. It was unknown if the device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.